Event description:
This is an adverse event recorded in the (B)(6) registry. Pt has very long segment (12 cm) barrett's esophagus with dysplasia. After circumferential ablation, on follow-up endoscopy 2 months later, pt was noted to have a mild to moderate stricture. The pt did not have symptoms of dysphagia. The stricture was dilated a single time. The narrowing was dilated to facilitate introduction of the focal ablation device. Presently, the pt has no complaints and the physician graded the severity as mild-moderate, relationship to procedure as probable, and not related to any device malfunction.

Manufacturer narrative:
Additional model #: 3441c; lot #: f1013082; expiration date: 12/31/2012. Additional device MFR date: 01/2010.